Manufacturer narrative:
(B)(4). A follow up submission will be sent following the plant's evaluation.

Event description:
The patient reported that upon removing the liberty cycler set from the previous treatment that a leak from the cassette had occurred. No patient adverse events were reported. No additional complications were reported. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Review of our records determined that the entire lot has been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.